Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer is satisfied with the product. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer stated that his condition has improved. The customer does not have diabetic symptoms currently. The customer did have medical intervention since the last call. The customer stated that their meter read hi. On (B)(6) 2018 the customer went to the hospital and was diagnosed with hyperglycemia. The customer received insulin and IV and was discharged on the same day. This morning the customer taken a blood test: 320 mg/dl. The customer is satisfied with the meter and the meter is not being replaced. The customer is waiting to hear back from his doctor to go over this medication.

Event description:
The customer had originally called for assistance with performing a control test and also performed a blood test which the customer received an customer obtained a blood glucose result of 548 mg/dl. The customer was asked if he was experiencing symptoms regarding his diabetes. The customer states that he has frequent urination but is not sure if it is related to his diabetes. The customer stated that his doctor has changed his medication for the urination problem and he has been drinking a lot but still does not know if it is because of his diabetes. The expected fasting blood glucose test result range is undisclosed. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is undisclosed. The customer wanted to know what is considered a good result for him. Advised the customer to contact his doctor for further assistance.